Manufacturer narrative:
Lead model 3389-28 lot# 0203095937 implanted: unknown explanted: na; lead model 3389-28 lot # 0203497491 implanted: unknown explanted: na; extension model 37085-60 (B)(4) implanted: unknown explanted: na; extension model 37085-60 (B)(4) implanted: unknown explanted: na; the initial MDR was filed as MFR. Report # 3007566237-2011-04160. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient had parkinson's disease since 2002. Before the surgery she had disabling resting tremor and off periods during which she experienced tremor inside, slow walking, and general slowness. Following the surgery the patient had a significant decrease in tremor and increased difficulty walking, with freezing and decreased balance. The falling was secondary to the freezing. The patient's balance issues saw some improvement with low frequency stimulation. It was noted that the stimulus site in the brain was at the bilateral subthalmic nucleus. One lead was programmed to c+/1-, at 6.5 volts, a pulse width of 60 microseconds, and a frequency of 60 hz. The other lead was programmed to c+/10-, at 6.5 volts, a pulse width of 60 microseconds, and a frequency of 60 hz.

Event description:
A MFR's rep measured high impedances on the pt's implantable neurostimulator (ins). The impedances were c0=2126, c1=1733, c2=1989, c3=1712, 0-1=3343, 02=4269, 03=4031, 12=3226, 13=3126, 23=3388. The pt had been falling more often since receiving the ins. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.